Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. During the investigation visual inspection was performed. It was found that the downstream occlusion seal was damaged. The seal was replaced.

Event description:
It was reported that the device gave an "error 41628". There was unknown patient involvement.